Event description:
Patient reported, their doctor advised them to stop aligner treatment. A letter of recommendation was provided. The doctor examined the patient, and found them experiencing severe swelling and pain of their gums and teeth and headaches. Patient diagnosed with gingival enlargement, hypertrophy or hyperplasia, due to physical irritation by the restorative/orthodontic byte aligner. The patient's gum has not come back to their former state.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.